Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil, introducer sheath and pusher wire was returned for this complaint. The introducer sheath was inspected and no defect was noted, the twist lock had been opened. The arms of the coil and pusher wire were not interlocked. The coil was inspected and found to be stretched along the proximal end, with blood present. Microscopic inspection revealed there were no damages noted to the zap tip of the coil. The interlocking arm of the coil was found to be missing. The arm of the pusher wire was inspected and no defect was noted. The dimensions that could be measured were found to be in specification. However, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-sep-2016. It was reported that resistance was encountered when advancing the coil inside the catheter. A 10mm x 30cm interlock¿ was selected for use. During the procedure, resistance was encountered during advancement of the coil through an unspecified catheter. The same issue occurred with three other interlock¿. The procedure was completed with other coils. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the coil was found to missing and the number of fiber bundles recorded during product analysis was below the assigned specification.